Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that x-rays of the lead and extension were normal and did not show any breaks. Patient showed the healthcare provider (hcp) and manufacturing representative (rep) that they felt buzzing down their left arm when they push on the lead extension connection. Impedances were checked numerous times and were within normal limits. Device was shut off to see if they still felt buzzing and they did not while the system was turned off. Patient settings were 2-3+ 6.4 v 60 pw 205 rate and 10-11+ 6.4v 60 pw 205 rate. The patient was reprogrammed to 3- 2.5v 60 pw 205 rate and 11- 2.0 60 pw 205 rate. The patient no longer feels buzzing with new settings and also feels like their tremor on both hands is much better.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a fall sometime last year. The cause of the fall is unknown at this time. The patient now has a buzzing sensation near the battery site. The patient will be seeing clinician and manufacturing representative (rep) on april 30th. The issue has not been resolved at the time of this event.